Event description:
It was reported that at 345,723 joules while using the surgical fiber during a prostate procedure, excessive fiber failure messages were received; the fiber was replaced and the case was continued. At 403,551 joules while using the second surgical fiber, a decreased in tissue vaporization efficiency was observed. The procedure was completed using a third surgical fiber. There was no patient injury reported. This report is for the second surgical fiber used. Gland volume: 200 ml, time expended: 24:24 minutes.

Manufacturer narrative:
(B)(4). The fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the stop sign on the outer flow tube is not aligned with metal cap output window; the metal cap can rotate freely within the outer flow tubing. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.